Event description:
4.2 fr single lumen broviac placed in left subclavian. In 02/2002, there was "ballooning" above the clamp. Repair made without problems. Line occluded, and tpa administered times two doses after the repair, hcl administered one time, line still occluded. Line removed and new broviac inserted.